Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 10:01:36 on (B)(6) 2024. At 13:59:05, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes and motion artifact. The device properly detected vf. Vf with varying rates/amplitudes and motion artifact prevented the lifevest from treating the patient. The electrode belt was disconnected at 14:53:29 on (B)(6) 2024.